Manufacturer narrative:
Additional, changed, and/ or corrected data: a.4, b.3 , b.5, d6b, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "a left side deflation." Device has been explanted and replaced.

Event description:
Healthcare professional reported "a left side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and flat creases. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device remains implanted.